Event description:
It was reported that an undefined alert or alarm occurred. There was no reported impact to the customer's blood glucose level. The customer declined to provide additional information.